Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted almost four years later for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurement had increased to 1800 ohms. Since all other measurements and sensing were within normal limits the physician opted to monitor the patient. Approximately two years later an alert from the remote home monitoring indicated the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead now exhibited high out of range pacing impedance measurements of greater than 2500 ohms. The physician still opted to continue to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported.